Event description:
Subsequent to the initially filed report, the following information was received: the return device analysis could not confirm the reported stent strut fracture; however, identified multiple flared, bent, stretched and twisted struts in the first and second rings of the distal end of the stent implant. Follow-up with the account confirmed this was the damage seen and reported as a fracture. No additional information was provided.

Manufacturer narrative:
Device codes: 2976 labeled. Internal file number - (B)(4). Correction: removed device code 1069 evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation. Factors that could contribute to material deformation (flared stent) include, but are not limited to, handling damage during device preparation and interactions with other devices and/or environment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, a 2.5x28mm xience xpedition stent delivery system (sds) was noted to have a stent strut fracture [break] and was not used. A same size xience xpedition stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.